Event description:
On (B)(6) 2015 the reporter contacted animas alleging a non-specific ¿bolus malfunction¿. No further details were provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2015 with the following findings: the pump powered on normally with functional auditory and vibratory features. A review of the alarm history did not find any errors, alarms, or warnings related to the complaint. The complaint could not be confirmed or duplicated on investigation; there was no bolus malfunction found during testing. There was no damage found to the audio bolus button and the button functioned normally.